Event description:
The recipient reportedly experienced an infection and skin breakdown due to head trauma. The recipient's device was reportedly explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9, h.6. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The recipient's infection fully resolved. The recipient healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. On (B)(6) 2025 the recipient presented with pus and swelling over the left implant, which was aspirated in clinic. A high dose of oral co amoxiclav was suggested due to pus and microbiology. On (B)(6) 2025 a left post auricular/ mastoid abscess related to cochlear implant site was noted and recipient underwent further needle aspiration. A higher dose of augmentin was prescribed due to as staphylococcus aureus was noted. A third needle aspiration was undertaken and demonstrated thick pus. On (B)(6) 2025 a wound debridement was unsuccessful due to center confidential enquiry into patient outcome and death (cepod) pressures. The recipient was prescribed flucloxacillin for 9 days, dressing changes daily and bactroban application. At the time of explant surgery, on (B)(6) 2026, the recipient experienced wound break down, abscess and the device had extruded. The recipient is doing well with no concerns. The recipient will not be reimplanted due to complex medical needs. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.